Event description:
Customer reported not seeing insulin drops at the end of the tubing during the fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.